Manufacturer narrative:
The hospital does not have the patient information for this event. A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The anesthesia control board and communication board were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit alarmed, notifying the user to cycle power. The clinician reportedly switched to manual mode of ventilation to finish the case. There was no reported patient injury.